Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR.: promus elite ous mr 28 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found the distal stent struts lifted from crimped position and the proximal end of the stent flared. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the distal tip found the tip to be stretched. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18-feb-2021. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 28 x 3.50 promus elite drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.